Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced prolonged hyperglycemia after reporting that insulin delivery on the ilet was paused for approximately 14 hours, after which insulin delivery was resumed, and the user was advised to continue monitoring glucose and call back if no improvement occurred within 90 minutes. Symptoms included high blood glucose. Outcomes included transient hyperglycemia without hospitalization. Investigation included customer support troubleshooting and education regarding resuming insulin delivery and ongoing blood glucose monitoring. Investigation of this case revealed user-managed resumption of therapy after an extended pause in insulin delivery, consistent with hyperglycemia due to interrupted insulin administration; no alternative therapy was initiated during the interruption, and no device malfunction was reported. It was concluded, based on previously established findings for similar reports, that the cause was user management of therapy leading to interrupted insulin delivery.